Event description:
The customer alleged that she performed control tests using her contour meter and received a result of 200 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer declined the offer to troubleshoot. She also refused to provide any reagent info or return the reagent for evaluation.